Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted preoperatively in the cardiac catheterization laboratory before coronary artery bypass graft (CABG). The procedure was successfully completed with three-vessel lesions. Early morning of the next day, there were findings such as subintestinal blood. After approximately 16 hours of therapy, the indwelling position of the iab was confirmed by fluoroscopy and iab migration of about 5 cm down was discovered. The patient's urine output was zero even before the procedure, and there was a strong tendency toward renal failure. The patient had side effects such as melena, defecation, and incontinence, but is currently recovering. The iab was removed the following day. The customer did not believe the patient's condition was due to the iab because the patient's preoperative condition was very poor.